Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred upon initiation of a patient¿s hd treatment. The blood leak was reportedly internal, and visible in the dialysate compartment of the device. The machine, a fresenius 2008k, alarmed with a blood leak alert. The blood leak alarm was reset after it first sounded, however, it immediately alarmed again (with the same alert). Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood, and it tested positive. There was no damage identified on the dialyzer. After the machine alarmed the second time, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was blood throughout the dialyzer and coagulated blood in both header caps. The returned sample was subjected to a laboratory bubble point test. No leak was detected, possibly due to the coagulated blood present in both header caps. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber strand was identified on the non-cavity ID end at approximately 40 degrees (with the dialysate ports situated at 0 degrees). The fiber was located approximately 1.5 inches from the potting cut surface. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.